Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted boston scientific patient services (ps) and stated that the remote home monitoring system had a red blinking light. Ps advised the patient to contact their clinic as this could potentially indicate an issue with the implantable cardioverter defibrillator (ICD) system. At this time the clinic is continuing to monitor the patient using the remote monitoring system as the patient has not presented to the clinic for further testing. The ICD remains in service with no adverse patient effects reported.